Event description:
It was reported that during the procedure the tip of the inserter broke while inserting a screw. The tip was retrieved and thrown away. The case was completed using an alternate device. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Additional information: b4, d4 (UDI number is n/a), d10, h3, h4, h6 (method, results, conclusions) the returned polaris screw insert was evaluated. The tip was found to be fractured, confirming the alleged device malfunction. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the tip of the inserter broke while inserting a screw. The tip was retrieved and thrown away. The case was completed using an alternate device. There were no reported patient impacts or surgical delays.